Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The magnet strength was adjusted. During a routine medical examination on (B)(6) 2025 it was noted that the implant housing is protruding and is partially exposed.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient's implant extruded through the skin. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. A skin flap revision was done and the device will remain implanted and in use. This is a final report.

Event description:
The magnet strength was adjusted. During a routine medical examination on (B)(6) 2025 it was noted that the implant housing is protruding and is partially exposed. A skin flap revision was done on (B)(6) 2025 and the device will remain in the user as it is working within specifications.